Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted related to this complaint were noted. A search of the complaint database indicated no additional similar complaints with this lot number were reported; however, one complaints with this lot number was received for a tip detachment. The may 2007 15-month injection gold probe product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted.

Event description:
It was reported to boston scientific on may 29, 2007, that during an esophagogastroduodenoscopy procedure involving an injection gold probe device on a male pt (age unknown), the "needle protruded outside the catheter while the device was inside the pt." The procedure was successfully completed with an unknown probe and needle. No pt complications were reported.